Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. It was reported that the 8780 collet was loose and cracked while attempting to attach it so they utilized an 8784 instead. The reporter was not certain if it was an out of box failure. There were no medical symptoms associated with the issue. No further complications were reported. Additional information was received from a manufacturer representative on 2017-aug-23. The patient's identifying information was provided, and it was reported that the procedure was a pump implant procedure. During the procedure, as the doctor was going to connect the pump segment of the catheter to the spinal segment, he noticed a crack in the connecting collet. At that point, the 8784 was used. Currently everything is resolved. It was noted that the catheter pump segment was to be returned to the manufacturer.

Manufacturer narrative:
Other applicable components are : product ID: 8780, (B)(4), implanted: (B)(6) 2017, product type: catheter. Analysis of the catheter/pin connector/collet was detached and/or missing. If information is provided in the future, a supplemental report will be issued.